Event description:
On 01/03/2021 it was reported by a sales representative via sems that two ar-9545-t15-03 driver shafts and one ar-9545-t15-02 have tips that are twisted and bent. In addition, the plastic tips of the ar-9165-cdg are broken. There were no fragments broken off or any patient affect. All items were replaced and the case was completed successfully.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Both of the circular tabs broke off. The metal ring at the proximal end is also deformed due to impaction. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.